Event description:
It was reported to philips that the system's image processing computer failed, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer, who reported that the system's image space was small and there was a memory error. A philips field service engineer (fse) inspected the system onsite and confirmed that the image storage free space was always low. Troubleshooting determined that the database consistency test had failed and the image processing pc (ippc) was defective. The fse replaced the ippc. The ippc was returned for analysis, but no failures were identified. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.